Manufacturer narrative:
Updated event description. Device code, conclusion code updated. Medwatch # 3007284313-2018-00230 was sent in error. Additional received information determined that this event is not reportable to the FDA because the event is not related to a gore device´. Therefore the medwatch (and supplementals) will be retracted.

Event description:
The following was reported to gore: on (B)(6) 2015, the patient presented with an abdominal aortic aneurysm treated with gore® excluder® aaa endoprostheses. It was stated that femoral bleeding caused due to a problem with the used proglide closure device occurred on the date of the implant. It was necessary to perform a thromboendarterectomy with a fogarty catheter. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: on (B)(6) 2015, the patient presented with an abdominal aortic aneurysm treated with gore® excluder® aaa endoprostheses. It was stated that femoral bleeding related to the device or procedure occurred on the date of the implant. It was necessary to perform a thromboendarterectomy with a fogarty catheter. The patient tolerated the procedure.